Event description:
It has been reported to us that the introducer sheath became torn during the procedure. The physician inserted the introducer sheath into the patient. At some point during the procedure, the guide wire tip was protruding through the side of the sheath. The physician attempted to remove the sheath, however, the material became torn during removal. The physician was able to successfully remove all of the device from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.